Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the buttons were unresponsive, reservoir compartment chipped off. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. Device uploaded properly using carelink. Device was monitored for 1 day. No unexpected low battery alarm noted. Unit had intermittent button response on the esc and act button due to flattened dome switches. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No drive/motor anomaly, motor error alarm or unexpected motor noise anomaly noted. The motor was tested outside of the unit and passed. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).